Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 18.21psi, which is outside the acceptable range of 22 to 38 psi. The failure mode was confirmed, and the probable cause was determined be an out-of-calibration condition. Recalibration successfully resolved the issue. CAPA zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Manufacturer narrative:
Device return requested. There are previous complaints on this device not related to this issue. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint#: (B)(4).

Event description:
On 08/05/2024, znyo medical received a report from a customer reporting that the pump 30 psi sensor required adjustment from 280 (test result 18.21 psi) to 222 (test result 30.40 psi). No patient harm/injury reported.